Event description:
It was reported that "the arthroplasty was revised, due to subluxation, impingement, and cup malpositioning. The acetabular components and femoral head were revised. The components were implanted in situ for 5.21 y. The patient presented a ucla score of 4 three months prior to revision surgery and a maximum facility score of 4 since implantation."

Manufacturer narrative:
Device not returned. Medical records and x-rays were not provided to stryker for review, due to irb constraints at our institution. Retained at drexel implant. No evaluation will be performed. If device becomes available with additional information a supplemental report will be issued.